Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The investigation has shown that there was obviously a misuse with the device while pressing the push-button during the operation. Evaluation found bur bearing failure and debris from bearing in handpiece head. Temperature of cap passed specs. Also found rotor coming in contact with cap causing cap damaged.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use and burned a patient's tongue. No intervention was required.